Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer refused troubleshooting for high blood glucose level and stated that they felt okay. Customer also stated that they had issue with their sensor. Customer stated that their sensor glucose showed 256 mg/dl when the actual blood glucose was 400 mg/dl. Customer stated that the insulin delivery not suspended due to sensor glucose value. The insulin pump was not returned for analysis.